Event description:
The recipient is reportedly experiencing magnet displacement. The recipient was previously advised to discontinue device use. The recipient is unable to use the device. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was successfully activated and doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6 & d.9. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. In addition, this inspection revealed that the magnet had a crack in the seam weld on the outer casing and showed signs of corrosion. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanicals test performed. This device passed all electrical tests performed. However, external visual inspection revealed cracks on the magnet seam weld, which is believed to have caused swelling and extrusion of the internal magnet. This older device configuration is no longer manufactured. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.